Manufacturer narrative:
PMA/510k: this product is not approved in united states. However, similar product- 6950315, uan-00885074451237 and 510 (k)- k052180 is approved in united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event which occurred during a revision surgery of anterior cervical c6 vertebral body replacement and c5-t1 posterior fixation. Patient had undergone an initial surgery of c5/6/7 acdf for the diagnosis of c6 vertebral body fracture. It was reported the physician pointed out that the hexagonal driver shaft was unstable when inserted at the time of final tightening. The point of hexagonal part at the tip of the driver might have been rounded. Screw stripping occurred when the set screw, lateral connector, and crosslink were finally tightened. Screws were stripped on both sides of c5 out of 8 set screws. Stripping occurred with one of the two lateral connectors (one site on the screw side of the lateral connector). Stripping occurred with 1 (right side) out of 2 crosslinks. The set screws and lateral connector have been discarded. Crosslink remains in the body. No patient injury / complication was reported.